Manufacturer narrative:
(B)(4). The product was not returned for analysis, which may have assisted in the investigation. Arterial marking as identified by pulsatile blood flow through the marker lumen was reportedly not present, which can be influenced by, but not limited to; manufacturing, patient anatomical conditions, and the deployment technique of the operator. A femoral angiogram was taken prior to the procedure which did not reveal any vessel calcification, vessel tortuosity, or access site/groin scarring. Poor blood flow from the marker lumen can be caused by low blood pressure, the marker port being against the artery wall, a side wall stick, blood clots or tissue plugging the marker port, and the device not being in the arterial lumen. The reported information did not report any abnormal deployment technique of the operator. Based on the reported information and the inspection criteria, a definitive cause for the reported lack of arterial marking as identified by no pulsatile blood flow through the marker lumen and associated patient affects could not be determined. A review of the lot history record and a similar incident query was not performed because the lot number was not provided and the device was not returned. All proglide devices undergo patency testing twice, once on the manufacturing line and during final inspection. A quality control audit inspection is performed to verify product quality. In addition, a sample of devices from each lot must be successfully functionally deployed as part of quality assurance lot release testing. A product quality deficiency was not noted.

Event description:
It was reported that after a diagnostic percutaneous coronary catheterization, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, after inserting the device, arterial marking was not present indicated by pulsatile blood flow through the marker lumen. The device was removed over a guide wire and a starclose se device was used to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded and the lot number was not identified; however, the investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.